Manufacturer narrative:
This report is filed april 28, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient never experienced auditory perceptions from the internal device, subsequently the device was explanted (B)(6) 2014 and the patient was reimplanted with another manufacturer's device.